Event description:
It was reported that the patient seen surgeon in his office regarding his hip replacements he had done 23 plus years ago by a surgeon not specified and at an unknown hospital too. X-ray showed the patient had an aml stem with a duraloc cup. Surgeon did a hip revision on this patient at the left hip because of evident radiographic wear. A 28mm 54mm duraloc liner and a 28mm +8 large taper hip ball was explanted and replaced with a 32mm constrained duraloc liner with a 32mm hip ball. The duraloc liner information was damaged during explantation so lott and cat # was unable to be retrieved. There was no delay in surgery. Doi: unknown. Dor: (B)(6) 2022. Left hip.

Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Based on the visual analysis of the provided photographic evidence for it cannot be determinate a depuy's device failure or malfunction which could contribute to reported event. No implant wear was able to be confirmed by the provided evidence. Device history lot : a manufacturing records evaluation (mre) was not performed as no lot number or product code was provided for this device.